Event description:
This report summarizes one malfunction. A review of reported information indicates that model 7707540, implantable port, allegedly experienced fracture and obstruction of flow. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 7707540, implantable port, allegedly experienced fracture and obstruction of flow. This information was received from a single source. This malfunction involved a female patient with no consequences. The female patient's age and weight were not provided.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample and images were provided for review. The investigation confirms the partially fractured catheter issue. A definitive root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 7707540, implantable port, allegedly experienced fracture and obstruction of flow. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample and images were provided for review. The company is still investigating the issue at this time. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.